Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead, the device logs were provided for review. A review of the logs does not show evidence of the customer's report. The log shows a 30j test was successfully completed. There is no indication of a device malfunction. Analysis of reports of this type has not identified an increase in trend.